Manufacturer narrative:
(B)(4). The biomed has put the pc unit back in circulation, but has provided the event logs. The pump module has been rec'd along with associated logs. A f/u report will be submitted with eval results once the investigation is completed.

Event description:
Biomed reported nurses saw a drip rate faster than expected on a secondary infusion. The device had been in use on the pt for quite awhile. When hanging a new secondary bag of potassium (40meq potassium IV, 100ml over 4hrs at 25 ml/hr), they noted the rapid drip rate. They reprogrammed it as a primary infusion and it continued dripping rapidly. They set it upon another pump and it infused as expected with no issues. She does not know if they used the same tubing and bag or a new set-up. The tubing was not saved. Biomed did a pm on the pump and it passed but she saw error code xxx.xxxx in the lvp error log. Profile was central line. Biomed recorded settings from pump as follows: side a - furosemide, drug amount 100mg, pt weight not used, time hr, dosing mg/h, concentration 1mg/ml, rate 5ml/h, vtbi 81.1 ml, dose 5mg/h, concentration 1mg/ml. Side b - primary infusion, maintenance fluids, vtbi 497.9ml, duration 33h 11 min. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.